Manufacturer narrative:
Other relevant device(s) are: aexch242440, (B)(4); iexc162085, (B)(4); ilxc1414115, (B)(4).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the patient presented emergently in the ER with abdominal and flank pain. The physician ordered a CT which revealed a ruptured 9cm abdominal aortic aneurysm. The physician took the patient to the o.r. And explanted the stent grafts and performed the necessary bypasses (an aorto-external iliac bypass on the right side of the patient and an aorto-femoral bypass on the left side of the patient) successfully. The explanted stent graft was discarded. Per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.